Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no cassette alarm was noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during the device history record review. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. The device was received for evaluation. It was observed that the labels were undamaged. No physical damage was found on the pump. Downstream occlusion sensor was undamaged. Event history log showed "no disposable messages. However, during functional check, battery loss alarm testing preformed as per as per procedure and passed. No disposable alarm testing also executed with returned cassette and passed testing. The customer's reported issue could not be duplicated. Root cause is unknown. No action taken.